Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose. During troubleshooting, the issue was confirmed, and the pump was replaced.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.